Event description:
The customer received a questionable parathyroid hormone (parathormone, parathyrin) - pth, intact result for one patient sample. The initial result was 132.1 pg/ml and was reported outside the laboratory. The physician asked for the sample to be repeated in another laboratory. The sample was recentrifuged and tested on a siemens analyzer with a result of 74.8 pg/ml and on a cobas e411 with a result of 89 pg/ml. The patient was not adversely affected. The reagent lot number was 183646. The expiration date was requested, but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As acceptable results were obtained upon repeat testing, a preanalytic issue was possible. As no other issue were noted, an instrument issue was unlikely.

Manufacturer narrative:
This event occurred in (B)(6).